Event description:
It was reported that there was a separation between the twist sleeve and the main body of a minicap transfer set. This was described as "broken roller clamp". This occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: age at time of event: 64 (units not reported). H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer returned a sample with product code r5c4482 for evaluation. Visual inspection was performed and broken occluder legs beneath the twist clamp was observed. The reported condition was verified. The cause of the separation between the main body and the twist clamp was due to the broken occluder feet. The direct cause of the damage could not be determined however, a potential cause of this type of damage is exposure to chemical agents such as foreign solvents, dyes, or cleaning agents. Should additional relevant information become available, a supplemental report will be submitted.